Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin will not come out. Verbatim: per (B)(6) translate: please since (B)(6) 2020 for the first time I am using these little here, and many times when I inyoeto because I am type 1 diabetes and the insulin does not come out or that is why I do not come out insulin, I have many that I could not use . I send you the information of the anjitas. I await a response from you. Thanks a lot"

Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin will not come out. Verbatim: per google translate: please since (B)(6) 2020 for the first time I am using these little here, and many times when I inyoeto because I am type 1 diabetes and the insulin does not come out or that is why I do not come out insulin, I have many that I could not use . I send you the information of the anjitas. I await a response from you. Thanks a lot".

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. One photo of a shelf carton for bd pen needles from lot# 0028860 was provided. The customer reported that the insulin will not come out. The photo was examined, and it was observed that only the top and back of the shelf carton was shown. No defects related to the reported clog issue was observed on the photo provided. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.